Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the positioning of one 3.5x34mm onyx trucor coronary drug eluting stent (des), the stent could not advance at the lesion and stent deformation occurred in vivo during positioning/advancement. The lesion being treated was moderately tort uous, moderately calcified with 90% stenosis and located in the proximal left anterior descending (lad) artery. The device was inspected prior to use with no issues. Negative prep was performed with no issues. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was detailed that one 6f launcher guide catheter was used via the right radial artery. Two non-medtronic (mdt) wires were passed to the distal lad and diagonal 1. Intravascular ultrasound (ivus) was performed. The lesion was pre-dilated with a 2.75x15mm non-mdt balloon to 12-16atm. Initially, one 2.75x38mm onyx trucor des was successfully deployed in the mid to distal lad at 12atm. The proximal lad was pre-dilated with at 14atm. Then, the 3.5x34mm onyx trucor des was used but could not pass through the lesion and deformed. The stent was changed. A non-mdt guide extension catheter was used with a buddy 2.75x15mm non-mdt balloon. Then a second 3.5x34mm onyx trucor des was passed through the lesion and deployed near the ostial to mid lad, overlapping the previous stent successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there were no issues noted with the 6f launcher guide catheter used, the 2.75x38mm onyx trucor des and the second 3.5x34mmonyx trucor des which were implanted. Image analysis: an image was provided for evaluation. The image depicts an onyx trucor device partially loaded in a packaging hoop. A kink is evident to the hypotube. The stent cannot be observed in the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. Kinks were evident to the hypo-tube. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.